Manufacturer narrative:
D10: a10012 - gps implant kit v2 (B)(6). 310-00-44 - xs humeral head, 44mm xs offset humeral head (B)(6). 300-50-45 - 4.5mm short rep plate (B)(6). 314-13-02 - equinoxe cage glenoid small, alpha (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial left tsa. Subsequently, it was reported that the patient experienced a humeral fracture with an unknown cause. As a result, the patient underwent a left shoulder revision approximately 5 years and 5 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, g4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total shoulder arthroplasty. Subsequently, it was reported that the patient experienced humeral stem loosening and migration. As a result, the patient underwent a left shoulder revision approximately 5 years and 5 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b5, g2, h6 - clinical code, h6 - medical device problem code and h11 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.